Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail latch bolt was missing. The technician replaced the side rail latch bolt to resolve the issue. Based on this information, no further action is required.